Manufacturer narrative:
The device was returned to zoll medical corporation. Functional evaluation was unable to duplicate the customer report or a malfunction of the device. The device was run on nibp multiple times with log transfer and yielded all successful outcomes. The device passed all functional testing with no faults noted. The device log from the event shows the user pressed the nibp cuff button and then about 2 minutes later the device was turned off but remained on to transfer the disclosure log. The log has no activity that suggests unusual behavior. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.